Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed, 50mmx3.0mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, it failed to cross the lesion and was moved on balloon. The device was removed within the catheter all together and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.